Event description:
In 2008, the patient reported that insulin leaked from the insulin cartridge into the cartridge compartment of the infusion device. The insulin cartridge had been in use for 2 days. She stated that she retracted the piston rod and attempted to dry the cartridge compartment but insulin was still visible below the piston rod. She switched to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.